Event description:
Patient was receiving ivf through hotline warmer, upon transferring pt from bed to chair rn unplugged hotline warmer and it immediately shut off and rn noticed that blood was backflowing into tubing; upon noticing backflow rn immediately plugged warmer back in and blood flowed through tubing; warmer was unplugged again by a tech so pt could play in room and the warmer was also plugged back in; however, the warmer had shut off again when unplugged and was unplugged long enough that the backflowed blood clotted in the warmer tubing as well as in the pt's port tubing; the IV pump was alarming occluded and the pt's port was unable to be drawn from or flushed. It was initially thought that this happened because the pump was unplugged and doesn't have battery back up. However, it was identified that simply unplugging the warmer will not cause blood to backflow into the tubing. Only if the tubing is defective will this back flow happen. Upon further investigation one of the anesthesiologists described that this happens on a fairly frequent basis and that it is a related to defective tubing. This had not been reported prior to this event. Rn removed access to port since the tubing clotted off and re-accessed patient's port again.